Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2015. An afx bifurcated stent graft was implanted. Secondary procedure was performed on (B)(6) 2016, for an unknown reason. An afx vela suprarenal was implanted. No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; there was no know device failure rather there was a contrast billowing at the saccular aneurysm caused by an oversized main body placement in the aorta. Procedure related harms and final patient disposition could not be ascertained due to the lack of medical information surrounding the secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Primary procedure was performed on (B)(6) 2015. An afx bifurcated stent graft was implanted. Secondary procedure was performed on (B)(6) 2016, due to an indeterminate endoleak. An afx vela suprarenal was implanted. No additional event or patient information is available.